Manufacturer narrative:
Received 1 used set of 4 arcticgel pads only. Upon visual evaluation the left chest pad, the right thigh pad and the left thigh pad contained no defects. The right chest pad was found to have a small section of the reinforcing tab detached. The tab was completely sealed on to the pad however, on the same area of the reinforcement tab, the pad was noted to be cut at the peripheral seal of the pad. The cut of the pad was noted irregular indicating that excessive force was applied to the pad causing the tear. A flow rate test was performed on the pads with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes and water immediately started to flow: right chest pad: the reading flow was not stabilized. Bubbles and air leakage was observed on the section of the pad that was cut. Left thigh pad: a total of 5.73 l/min m2 flow rate was registered during the test. Right thigh pad: a total of 5.09 l/min m2 of flow rate was registered during the test. Left chest pad: a total of 5.73 l/min m2 of flow rate was registered during the test. According to the test method, the flow rate was acceptable for the left thigh pad, right thigh pad and left chest pad as the specifications require the flow to be above 2.4 l/min m2. The right chest pad was found to be out of specifications due to the cut on the pad. The reported event has been confirmed with an unknown root cause. The lot number is unknown therefore the device history record could not be reviewed. The instructions for use state the following: "once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that there was no flow on the pads. After changing the pads, regular flow was achieved.